Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of over 48 mg/dl. Customer reported that customer¿s blood glucose was 180 mg/dl at time of incident and blood glucose was treated with food and glucose tablets. Customer perform troubleshoot and found that drive support cap was normal. Customer advised to change complete set and monitor the pump. Insulin pump will not be return for analysis.